Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment, and perforation of all filter struts outside the wall of the ivc and into surrounding tissue. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment, and perforation of all filter struts outside the wall of the ivc and into surrounding tissue. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was a massively dilated inferior mesenteric vein with pelvic varices and communication to internal iliac system with history of saddle pulmonary embolus. Venography was performed demonstrating massive rectosigmoid varices with drainage into the internal iliac system. An off-label use of the trapease for embolic coil scaffolding was done to complete embolization of the inferior mesenteric vein. Following the embolization, a non-cordis ivc filter (bard g-2 recovery ivc filter) was deployed in the infrarenal ivc just inferior to the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment, and perforation of all filter struts outside the wall of the inferior vena cava (ivc) and into surrounding tissue. Three days after implant, a CT reported an infrarenal ivc filter with thrombus within it as well as possible thrombus in a branch of right internal iliac vein and status post embolization of massively dilated inferior mesenteric vein and one with varices. The following day, an x-ray reported a trapease filter and multiple metallic coils projecting over the l5-s1 level as well as over the left side of the pelvis unchanged. Additionally, a CT of the chest noted acute bilateral pulmonary emboli with large thrombus burden. Approximately nine years and seven months after implant, a CT reported finding the presence of two (2) ivc filters. There is one non-cordis filter infrarenal within the ivc, and a separate (cordis trapease filter) within the massive inferior mesenteric vein varix. The hook of the non-cordis (bard g2 retrievable ivc filter) is at the mid l3 vertebral body. The non-cordis ivc filter is tilted anteriorly and medially and the hook is embedded within the ivc wall. All the struts of this ivc filter perforate the ivc up to 13mm. One medial strut perforates the ivc wall 13mm and contacts the right iliac artery. Two posterior struts perforate the ivc wall 5mm and 13mm and contacts the l4 vertebral body. One lateral strut perforates the ivc wall 8mm and contacts the right psoas muscle. One lateral strut perforates the ivc wall 9mm and contacts the bowel. One strut is misaligned with a superior configuration. A cordis trapease ivc filter is within the massive inferior mesenteric vein varix. It has a horizontal configuration and was placed as scaffolding during a coil embolization procedure. The proximal tip is embedded within the posterior wall of the imv. There is an anterior strut that perforates this vessel 4mm and contacts the bowel. The lumen of the filter contains innumerable coils which were used to embolize this vessel. Contrast is seen proximal and distal to the embolization pack. Per the patient profile form (ppf), the patient reports ivc perforation, perforation of filter strut(s) into organs and embedment. The patient further asserts to have suffered from lower back pain post implant, anxiety and depression related to the filter. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Injury to the mesenteric artery is not included in the device IFU, as this is an off-label use of the trapease filter as a scaffolding for embolization of a dilated non-ivc vessel, this event has not been included in the device labeling. However, injury or damage to the vena cava after implant of a trapease is a known event and listed in the IFU. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, embedment, and perforation of all filter struts outside the wall of the inferior vena cava (ivc) and into surrounding tissue. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records provided, the filter was indicated for massively dilated inferior mesenteric vein with pelvic varices and communication to internal iliac system with history of saddle pulmonary embolus. Per the implant records, the right internal jugular vein was determined to be widely patent and was accessed utilizing ultrasound guidance. Venography was performed demonstrating massive rectosigmoid varices with drainage into the internal iliac system. A decision was made to embolize this vessel given the fact that there was outflow into the systemic circulation for venous drainage from the inferior mesenteric artery (ima). Once adequate embolization of this vessel was obtained, the trapease delivery sheath was advanced to the level of this portion of the inferior mesenteric vein in the upper pelvis. Following a complicated embolization of the inferior mesenteric vein, and using a trapease filter (as a scaffold) along with multiple embolic coils in several locations, a non-cordis ivc filter (bard g-2 recovery ivc filter) was deployed in the infrarenal ivc just inferior to the inflow of the renal veins. Three days after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated for abdominal pain status post imv embolization. The CT findings reported an infrarenal ivc filter with thrombus within it as well as possible thrombus in a branch of right internal iliac vein and status post embolization of massively dilated inferior mesenteric vein and one with varices. The following day, an abdominal intravenous kub (kidneys, ureters, and bladder) x-ray reported an ivc filter projecting over the right paraspinal region at the l3-l4 level. In comparison with the kub x- ray completed a day after the procedure, the orientation of the filter appeared tilted with the tip towards the left upper quadrant. Previously this had oriented to the right upper quadrant. However, in comparison with the scout image from the patient¿s CT scan, the orientation was unchanged. There is a filter and multiple metallic coils projecting over the l5-s1 level as well as over the left side of the pelvis unchanged. Additionally, a CT of the chest noted acute bilateral pulmonary emboli with large thrombus burden. Approximately nine years and seven months after the filter was implanted, a CT indicated for ivc filter evaluation reported finding the presence of two (2) ivc filters. There is one non-cordis filter infrarenal within the ivc, and a separate (cordis trapease filter) within the massive inferior mesenteric vein varix. The hook of the non-cordis (bard g2 retrievable ivc filter) is at the mid l3 vertebral body. The non-cordis ivc filter is tilted anteriorly and medially and the hook is embedded within the ivc wall. All the struts of this ivc filter perforate the ivc up to 13mm. One medial strut perforates the ivc wall 13mm and contacts the right iliac artery. Two posterior struts perforate the ivc wall 5mm and 13mm and contacts the l4 vertebral body. One lateral strut perforates the ivc wall 8mm and contacts the right psoas muscle. One lateral strut perforates the ivc wall 9mm and contacts the bowel. One strut is misaligned with a superior configuration. A cordis trapease ivc filter is within the massive inferior mesenteric vein varix. It has a horizontal configuration and was placed as scaffolding during a coil embolization procedure. The proximal tip is embedded within the posterior wall of the imv. There is an anterior strut that perforates this vessel 4mm and contacts the bowel. The lumen of the filter contains innumerable coils which were used to embolize this vessel. Contrast is seen proximal and distal to the embolization pack. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and five months post implantation. The patient reports ivc perforation, perforation of filter strut(s) into organs and embedment. The patient further asserts to have suffered from lower back pain post implant, anxiety and depression related to the filter.